Event description:
Metal tip shot out of the end of 5mm handpiece while in use on the argon. While the piece shot out, it came cross and lacerated the liver slightly. Customer states patient wasn't injured. Incident happened during a lap chole procedure. Conmed electrosurgery contacted the initial reporter to obtain more information. The initial reporter stated, "the probe shot out at initial activation. The tip was retrieved. The laceration to the liver was tiny and the surgeon was able to cauterize the laceration." The initial reporter referred to the incident as no patient injury.